Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, loss of capture and undersensing was noted on the right atrial (ra) lead. Diagnostic imaging was performed and revealed ra lead dislodgement to be the cause of the event. While attempting to reposition the ra lead, the physician was unable to extend the lead helix. The ra lead was explanted and replaced to resolve the event and the patient was in stable condition.